Event description:
It was reported that a new ilet pump user experienced episodes of hypoglycemia, with continuous insulin delivery suspended by the algorithm for several hours during lows and a prior ¿fill tubing¿ alert after a supply change that was likely due to a skipped priming step. Symptoms included shakiness and possible dizziness. Outcomes included self-treatment with oral glucose, specifically juice, without need for assistance, medical intervention, or hospitalization. Investigation included review of available device data and user interview for blood glucose and symptom details, as well as troubleshooting and education on infusion set change workflow and activity-related glucose management. Investigation of this case revealed no device malfunction and suggested user technique and elevated physical activity as potential contributors. It was concluded that the device performed as designed, the cause of hypoglycemia remained unclear, and user education was provided regarding exercise and supply change steps. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.